Manufacturer narrative:
The customer's device was not returned to verathon for evaluation; therefore, the cause could not be determined. The exact glidescope blade model is unknown as the customer reported the blade was no longer accessible. Follow-up information received from the customer reported that they confirmed their glidescope core system was currently working as intended. Since the lot/serial number of the blade was not provided, complaint history could not be reviewed for the subject blade to identify if there were any previous complaints reported to verathon. Trending analysis for glidescope video laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope blade (unknown model), the image on the connected glidescope core 15-inch monitor began to flicker significantly. The procedure was completed with a different glidescope core system, which was made available within ten minutes, resulting in a delay in patient care. No harm to the patient was reported. The facility's biomedical engineer reported seeing the video which showed the image was flickering. However, they were unable to reproduce the reported image issue using the same monitor and cable with a different blade.